Event description:
Information was received from a manufacturer representative (rep) and a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the implant was vibrating while patient was getting radiation therapy. Technical services (ts) told rep that ts have not heard of the implant vibrating while getting treatment. Rep wasn't sure if radiation source was directed at the neurostimulator. Patient did turn therapy off for the procedure. Agent received call from patient in regards to the same issue previously reported on 2025-nov-07. The caller stated that they were familiar with the device but no matter what they did, they could not turn the device off. Agent walked the caller through the steps of connecting to the ins and the patient stated that the ins was in MRI mode. Caller stated that they deactivated the MRI but left the therapy off, but they were still getting the vibration sensation. Agent had the caller turn therapy back on and off again, but the patient was still having the vibration sensation. The issue was not resolved through troubleshooting. Agent redirected the caller to the doctor to further assist. Additional information was received from a healthcare professional. They reported that the patient described the sensation as "constantly vibrating." At the patient's request the device was removed on (B)(6) 2025 and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.